Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for bleeding at the access site, requiring intervention. It was reported that on (B)(6) 2016, the patient underwent a mitraclip procedure. Two mitraclips were implanted and the mitral regurgitation was reduced from grade 3+ to 1+. Three days post procedure, the patient experienced non-serious bleeding at the right groin. Manual compression was performed and the event resolved the day of onset. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of bleeding, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of appears to be related to procedural conditions as the steerable guide catheter is inserted into the anatomy through an incision in the groin. There is no indication of a product quality issue with respect to manufacture, design or labeling.